Manufacturer narrative:
The products are currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be opened should additional data become available.

Event description:
Ous MDR - it was reported that several days after the implant, the whole system was explanted. The patient received a shock and fluoroscopy examination showed a dislodgement of all leads. The patient refused a new system implantation. The leads were not returned and it is unknown who manufactured the ICD. The explant and event dates were not provided.